Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 177 mg/dl compared with the sensor glucose reading of 78 mg/dl. The insulin pump alerted low predictive, then low threshold suspend. The most recent blood glucose reading was 112 mg/dl. Advised the customer to troubleshoot the transmitter but the customer declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.